Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator non-malignant pain and failed back surgery syndrome. The patient called alleging that the lead wires for his implantable neurostimulator (ins) had broken. Patient denies any falls or trauma associated with this failure. He had a CT scan which showed the leads were broken by the spine. The patient stated that it was up to him if he wishes to have the lead wires replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.